Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller, as unit functioning as intended when tested. All of the ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. The types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged that post-op bleeding occurred after using the coblator ii controller. It is unknown whether the issue is related to the use of the coblator. The bleeding subsequently resolved and the patient is reportedly doing fine. No further issues have been reported.